Manufacturer narrative:
The device was returned for evaluation. The evaluation showed that the device gave a "downstream occlusion" alarm and did not pass the functional testing. The downstream occlusion sensor/cassette detector was replaced to address this issue. The cause of the component issue was not definitely established.

Event description:
It was reported that the device had an "occlusion issue". No known adverse effects to patient.